Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lother incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) and poor imaging were due to challenging patient anatomy. The reported tissue damage was a secondary event of slda. The reported mitral regurgitation (mr) was a cascading event of reported tissue damage and slda. The reported patient effects of tissue damage and mr are listed in the IFU as known possible complications associated with mitraclip procedures.there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), tissue damage and recurrent mitral regurgitation (mr) it was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to inserting any devices, it was noted that the patient had an enlarged atrium and dilated mitral annulus. Two clips were successfully implanted, reducing mr to a grade of 2+. It was noted that due to the large atrium, imaging was difficult. The following day, transthoracic echocardiography (tte) was performed and showed one of the implanted clips (00615u201) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increased to a grade of 3-4. On (B)(6) 2020, transesophageal echocardiography (tee) confirmed the slda and increased mr. Tee also showed that a tear occurred on the posterior leaflet, lateral of the second clip. No additional information was provided.